Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that, the cause of the falsely depressed total bilirubin was sample integrity. The instrument is performing within specifications.

Event description:
A falsely depressed total bilirubin result of 4.1mg/dl was obtained on a patient sample. The result was reported to the physician who questioned the result. A new sample was drawn and tested and a result of 16.1 mg/dl was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient, as a result of the falsely depressed bilirubin. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed bilirubin was sample integrity.